Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section h3 - device evaluated by manufacturer? Yes device evaluation: reported complaint was confirmed through product evaluation. There was no malfunction identified, however minor adjustments or calibrations were performed to improve functionality. The probable cause of complaint issue is an environmental issue and not equipment related. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable to suspect device. Section d6b - explant date: not applicable to suspect device. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Additional information: the customer called the field service engineer (fse) and explained surgery day commenced with air handling unit not working. Room conditions were 20°c and 30% humidity. Max energy for the laser system had dropped to 1.82. Fse advised customer, this environment was outside specifications for the machine (manufacturer specifications the ambient room temp = 67°f-73°f (19°c-23°c) (stable 24 hours a day) and the humidity = 35% to 65% non-condensing) and advised not to treat patients until room conditions were back within specifications. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an incomplete flap lift. The rest of the surgical list for the day was cancelled. No patient injury and no surgical interventions reported. No further information was provided.